Event description:
Yag laser set up and calibrated according to policy. Aiming beam checked and appropriate laser fiber inserted in through endoscope. Aiming bean worked, then cut out. Apparent output from laser dropped after malfunction. No apparent injury to pt.